Manufacturer narrative:
The device was returned. An image evaluation was performed on the returned device and the following was observed: distal tip was torn radially along the distal edge of the liner. The sheath condition aligns with the condition of the returned device. A visual inspection of the returned device as performed, and the following was observed: liner expanded as designed. Distal tip was torn radially along the distal edge of the liner. All score lines (tip axial, radial, angled, shaft axial) were present. Functional testing was unable to be performed due to condition of the returned device (distal tip torn). Dimensional testing was unable to be performed due to the nature of the complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "insertion of a sapien 3 ultra resilia valve into the esheath+ was more resistant than that of sapien 3 valve (with esheath+), and resistance was experienced when the s3 ur valve passed from the tip of esheath+. After the esheath+ was removed, damage of the tip of the esheath+ was observed." Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in the product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during transcatheter heart valve (thv) advancement. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to document investigation and assess associated risks for the issue. A CAPA captures process improvement activities regarding tip expansion which were identified during previous investigation.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported through edwards japan affiliate, during a transfemoral tavr procedure with a 20mm sapien 3 ultra resilia (s3ur) valve in the aortic position, insertion of a s3ur valve into the esheath+ was more resistant than that of sapien 3 valve (with esheath+). Resistance was experienced when the s3ur valve passed from the tip of esheath+. The procedure was completed uneventfully. After the esheath+ was removed, damage of the tip of the esheath+ was observed. The access vessel minimum luminal diameter (mld) measured 5.5 mm. There was no tortuosity and calcification in the access vessel. No adverse event occurred. Th physician noted that it seemed that a part of the tip of the esheath+ may have left in the patient body. According to follow-up, during device preparation, devices were prepared as instructed in the training manual and no defects were observed. No torque was applied during the procedure.